Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 31oct2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit needed touchscreen calibration. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 06nov2018. Date of manufacturer: 03nov2018. Philip's field service engineer (fse) confirmed the reported touchscreen calibration issue. The fse replaced the touchscreen to address the reported problem and completed required testing per the device manual; the unit passed all testing.

Manufacturer narrative:
Date rec¿d by MFR : 13jan2019. Failure analysis performed by philips on the returned touch screen showed that the customer complaint of ¿touchscreen calibration issue¿ was not duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.